Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: hoellwarth js, rozbruch sr, reif tj, geffner ad, fragomen at. Early experience managing complex deformities using autostrut¿ robotic-controlled hexapod external fixators. J limb lengthen reconstr 2022;8:103-9. Objective/methods/study data: the aims of this study was to determine whether the motors performed the programmed initial and residual schedules and, second, to identify technology-specific problems and their management. A total of 16 patients (8 male and 8 female) with an average age of 47.7 ± 18.5 years were included in the study. Surgery was performed using ¿autostrut¿¿ (maxframe autostrut¿ multi-axial correction system). The average duration of follow-up time was 9.2 ± 4.0 months. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: maxframe autostrut¿ multi-axial correction system. Adverse event(s) and provided interventions possibly associated with unk- maxframe (qty 11): -11 patients had minor wire or pin site infection treated by a 10-day course of oral antibiotics. Adverse event(s) and provided interventions possibly associated with unk autostrut - orthospin (qty 11): -11 patients had minor wire or pin site infection treated by a 10-day course of oral antibiotics. Adverse event(s) and provided interventions possibly associated with unk- maxframe (qty 1): -patient (B)(6) a 56-year-old female had persistent fifth metatarsal drainage from a wire site even after frame removal, which was successfully resolved with irrigation and debridement. Adverse event(s) and provided interventions possibly associated with unk autostrut - orthospin (qty 1): -patient (B)(6) a 56-year-old female had persistent fifth metatarsal drainage from a wire site even after frame removal, which was successfully resolved with irrigation and debridement. Adverse event(s) and provided interventions possibly associated with unk- maxframe (qty 1) -patient (B)(6) a 57-year-old male had persistent poor-appearing regenerate and presented with tibial nonunion. He had iliac crest autograft and bone morphogenetic protein-2 (bmp-2) applied to the regenerate at seven months, which facilitated frame removal 4 months later. Adverse event(s) and provided interventions possibly associated with unk autostrut - orthospin (qty 1): -patient (B)(6) a 57-year-old male had persistent poor-appearing regenerate and presented with tibial nonunion. He had iliac crest autograft and bone morphogenetic protein-2 (bmp-2) applied to the regenerate at seven months, which facilitated frame removal 4 months later. Adverse event(s) and provided interventions possibly associated with unk- maxframe (qty 1): -patient (B)(6) a 51-year-old male had persistent poor-appearing regenerate and presented with tibial nonunion. He had ipsilateral femur autograft and bone marrow aspirate concentrate (bmac) applied to the regenerate site at 7 months, which facilitated frame removal 4 months later. Adverse event(s) and provided interventions possibly associated with unk autostrut - orthospin (qty 1): -patient (B)(6) a 51-year-old male had persistent poor-appearing regenerate and presented with tibial nonunion. He had ipsilateral femur autograft and bone marrow aspirate concentrate (bmac) applied to the regenerate site at 7 months, which facilitated frame removal 4 months later. Adverse event(s) and provided interventions possibly associated with unk- maxframe (qty 1): -patient (B)(6) a 51-year-old female had persistent poor-appearing regenerate and presented with tibial nonunion. She had regenerate drilling with bmac and bmp-2 applied to the regenerate site at 7 months (less than a month before this study was performed) and remains in her frame. Adverse event(s) and provided interventions possibly associated with unk autostrut - orthospin (qty 1): -patient (B)(6) a 51-year-old female had persistent poor-appearing regenerate and presented with tibial nonunion. She had regenerate drilling with bmac and bmp-2 applied to the regenerate site at 7 months (less than a month before this study was performed) and remains in her frame. Adverse event(s) and provided interventions possibly associated with unk autostrut - orthospin (qty 1) -patient (B)(6), a 45-year-old female the struts were applied in reverse orientation (inner threaded rod proximal and outer numbered tube distal) in order to improve visualization of the osteotomy behind the struts; this is not an issue in nonmotorized hexapod systems. This resulted in the device immediately alerting the patient that the strut position was not as expected and a halt to the program. Adverse event(s) and provided interventions possibly associated with unk autostrut - orthospin (qty 1): -patient (B)(6), a 6-year-old female the computer halted progress for an unspecified error; she returned to the office for a device interrogation. No error could be diagnosed, so the system was reset; the program then resumed and completed normally. Adverse event(s) and provided interventions possibly associated with unk autostrut - orthospin (qty 1): -patient (B)(6), a 61-year-old female the computer halted adjustments and displayed alert light signals 2 months into her program. Upon inspection, one of the struts had become loose; this was tightened in the office and the program completed without further issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.